Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the sphincterotome was twisted to the left and the device would not release when bowed. The device was removed and the procedure was completed with an autotome. Reportedly, there was no visible damage to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.